Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'false downstream occlusion alarm' which was reproduced during evaluation. A review of the event history log identified 'downstream occlusion!' Messages. The cause was determined to be a failed downstream sensor pressure reading. The downstream sensor no-tube was calibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false downstream occlusion. There was no patient involvement. No additional information is available.